Event description:
The user facility reported that the oxygenator involved was defective. There event did not result in delay in the beginning or continuing the surgical procedure. The out-flow connection under red capped was bent. The perfusionist noted the defect during setup examination, and the oxygenator was not used. The product was changed out, and the surgery was completed successfully. There was no patient injury, and no blood loss was reported.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: requested, unknown. E3: occupation: requested, unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The manufacturing record and the shipping inspection record of the actual product found no anomaly. No other similar report of the product with the involved product code/lot number was found. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9 and section h3, and to provide the completed investigation results. The actual device is no longer available for return; therefore, an evaluation could not be conducted. The manufacturing record and the shipping inspection record of the actual product: no anomaly was found. Past complaint file: no other similar report of the product with the involved product code/lot number was found. Manufacturing date: april 8, 2024. Expiration date: march 31, 2027. UDI no.:(B)(4). Based on the investigation result, no anomaly was found in the manufacturing records. Since the actual device could not be investigated, it was not possible to clarify the cause of occurrence. The IFU (capiox rx05) has the following caution regarding defect: -if the product is dropped during set-up, do not use it. Replace with another device. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.